Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The exact date of the incident is unk.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. The ventilator passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien reference (B)(4).